Event description:
Rn injected 1.5 cc of air into left subclavian pulmonary catheter. Only able to get 0.5 cc of air to return. Left subclavian pulmonary catheter removed. Balloon checked & found to leak air.